Event description:
It was reported that an extension tube of a bd pegasus¿ safety closed IV catheter system was leaked during the transfusion.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8137302. Our records show that this is the only instance of leakage occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample returned to our facility was reviewed by our engineering team. They noted a wound in the tubing that had characteristics that suggested it had been damaged by the slide clamp during use. Our quality engineers subjected the tubing to clamp testing in an attempt to replicate the reported failure mode, but were unsuccessful. Unfortunately due to these results, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an extension tube of a bd pegasus safety closed IV catheter system was leaked during the transfusion.